Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) did not pass maintenance all manifold test. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d7, d8, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11, a getinge field service engineer (fse) reported that they replaced the drive manifold assembly. The unit passed all functional and safety tests and was returned to customer.

Event description:
N/a